Event description:
A user facility returned the olympus, model bf-p290, evis lucera elite bronchovideoscope to olympus for repair due to a report of a leak. Upon inspection and testing of the returned device, it was found that the coating on the insertion section was peeling off (greater than or equal to 1 square millimeter). This report is submitted due to the coating on the insertion section peeling off (greater than or equal to 1 square millimeter). As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the coating on the insertion section was peeling off (greater than or equal to 1 square millimeter). Additional evaluation findings are as follows: unable to angulate device sufficiently due to angle wire longer than specifications; control section broken; collapse or damage of the bending section due to physical stress; insertion section physical stress evident; forceps caught while inserted due to buckling and deformation of the channel; cleaning brush caught due to buckling and deformation of the channel; deterioration or breakage of the universal cord/video cable; deformation or breakage due to physical stress of the connector; deformation or breakage due to physical stress of the control body. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 24-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: coating of insertion tube was peeled off by stress of repeated use, external factors, or handling. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.